Event description:
It was reported that an ilet user experienced persistent hyperglycemia after a supply change, with indications that the infusion set was deployed incorrectly or the infusion set connector was not attached correctly, resulting in blood glucose readings up to 525 mg/dl and no device alerts or alarms. Symptoms included blurry vision, irritability, and disorientation. Outcomes included the need for troubleshooting and education, including disconnecting, filling tubing and cannula, and ultimately changing all infusion supplies, after which glucose returned to range. Investigation included user interview, troubleshooting guidance, and follow-up to verify corrective actions. Investigation of this case revealed that the issue was resolved by replacing the infusion set and cartridge, consistent with an infusion delivery interruption caused by incorrect set deployment or connection. It was concluded that the hyperglycemia was associated with incorrect infusion set use rather than a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.